Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer and a manufacturer representative reported that the system had never worked for the patient and that the patient had been falling with the stimulation on and off. Their managing physician believed that something more internal and physiological was going on with the patient and causing the falls. At their first post-op visit they were getting great coverage and did not want or need any reprogramming. The patient was seen on (B)(6) 2015 and they noted that the stimulation was too strong in their feet. The stimulation was reprogrammed for better coverage of their feet and back. The stimulation was noted to be very comfortable and helping at that time. The impedance checks were all normal and the patient had been reprogrammed for better back coverage but the issue was not resolved. The patient refused a reprogramming at their most recent appointment because they had decided to have their system removed. Surgical intervention was planned but had not been scheduled at the time of the report. An MRI of the system was ordered prior to the system removal to try and determine the cause of the falls. The physician's assistant did not think the stimulation was the root cause of the falls. The cause of the lack of therapeutic effect remained undetermined and the patient noted that the stimulation never covered their pain really good. The patient was indicated for spinal pain and failed back surgery syndrome. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.